Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was inaccurate. Reportedly, the customer loaded a cartridge with 220 units of insulin and the fill estimate read 95 units of insulin. Customer's blood glucose level was 216 mg/dl.